Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history, and the up button is always active. Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated up button and unsolvable e8 error messages.

Event description:
Patient reported the infusion device displayed an unsolvable e8 power interrupt error. The battery was changed but this did not resolve the issue, and the error message could not be cleared by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.